Manufacturer narrative:
(B)(4). Since the lot number was not provided, this information cannot be determined.

Event description:
According to the reporter during a whipple procedure the seal on the trocar was not seated properly; it would not allow the device to be removed from the port.